Manufacturer narrative:
(B)(4). The events of "lesions," "oozing," "abscess," "draining," "painful, red, inflammatory nodules that were draining," and "significant scarring" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Precautions: "patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness." "Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%)." Post-market surveillance: "juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009." "As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] (B)(4) and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities." "Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Healthcare professional reported after injection with what they think might be juvederm voluma xc in the cheeks, the patient developed "lesions" and oozing at the injection sites approximately 2 1/2 weeks later. The patient's right cheek was described as an abscess with "draining, painful, red, [with] inflammatory nodules [that] were draining to the surface of the skin causing significant scarring." The reporting healthcare professional was not the injector. The patient was treated with hyaluronidase multiple times and prescribed doxycycline by the reporting healthcare professional. Symptoms eventually improved and patient was left with swelling and scarring.

Manufacturer narrative:
(B)(4). The events of granuloma, fever, chills, and foreign body allergic reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Additional information: approximately one month after the first injection, the reporting healthcare professional injected the patient again to the cheeks with juvéderm voluma® xc. Eleven days after this second injection patient developed the previously reported abscess described as ¿draining, painful, red, [with] inflammatory nodules [that] were draining to the surface of the skin in the injection sites." A biopsy confirmed that the patient had sarcoidal granulomas. Patient has been treated with ciproflaxin, biaxin, prednisone, kenalog, and minocycline. Lab work consisting of "cbc, cmp, ca ++, ace level, and sinus film/chest x-ray" has been performed with unspecified results. Etiology has been determined to be a foreign body allergic reaction to juvéderm voluma® xc, proven by a biopsy. Patient had also developed a fever and chills. Additional treatment of hyaluronidase, minocycline, biaxin, kenalog, and oral prednisone have been given. The patient was treated with pure hyaluronidase several times. All of the bacterial cultures were negative, including pcr for atypical mycobacteria. The patient is left with "severe scarring/disfigurement.¿ the patient has a history of hypothyroidism. This is the same event and the same patient reported under MDR ID #3005113652-2015-00705 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma® xc.